Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited shock impedance measurements from 58-125 ohms. A pacing lead integrity test (plit) done several times gave results of impedance measurements greater than 125 ohms. ,